Event description:
Device was returned for service. During service, technician found the chuck could not be coupled properly to the engine. The connector was damaged due to excessive force exerted during procedures and/or drops. The chuck was turning off center when actuated, as well as, the jaw was broken due to excessive force applied when coupling. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, visual, functional and speed tests showed the mandrel is not coupling properly to the engine due to damaged connector resulting from excessive force exerted during procedures and/or falls leading to deformation of the connector and making proper use impossible. The mandrel is turning off center when actuated. Mordant is broken resulting from excessive force applied when coupling. The device was replaced and returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.